Event description:
It has been reported to the co that during the procedure pressure dampening was observed while this device was in place. The device was removed and replaced. The pt is reported as fine and the device is being returned for co analysis.